Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Photograph of the device shows wear marks consistent with usage of device, the locking bar hook is fractured and the tip shows damage probably fracture at the tip. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking bar disassociated from the tibial tray as confirmed by radiographs. As a result, the patient underwent a revision procedure. Attempt for further information has been made, but no further information has been provided.